Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited noise then alarmed 1872. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of "error code 1872." Functional testing was performed and the reported issue was confirmed. The investigation determined that a faulty motor was the cause of the reported issue. The motor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.